Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had exposed wires and would charge the pump intermittently. Reportedly, the customer used an alternate usb cable which charged the pump successfully. There was no adverse impact to customer¿s blood glucose.